Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found wear of lock engagement lever. Upward downward knob could be locked. Angle wire was worn off and bending in upward direction did meet the standards and stretched. Right left knob was out of the standard value. Water tightness was lost. Bending angle in down, left and right direction does not meet the standard value. Upward downward knob did not meet the standards. Adhesive on the bending section rubber was detached. The friction plate becomes deteriorated. Damage or deformation due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had air/water leakage from the suction channel during prewash leak. Inspection and testing of the returned device found distal end was cracked. There were no reports of patient harm associated with the device. This medical device report (MDR) is submitted to capture the reportable malfunction during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of crack in the distal end could not be identified. Olympus will continue to monitor field performance for this device.